Event description:
Reporter alleged glucose measured 529 mg/dl and took 12 units of insulin. It was reported 30 minutes later, meter read 460 mg/dl and customer was "out of it" so paramedics were called. Reporter stated paramedics measured glucose to be 29 mg/dl 1-2 hours afterwards and treated customer with an IV. Reporter indicated no longer having the bottle of test strips alleged in the incident. A requested was made for the return of the susecpt device and replacement product was sent.